Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that scr ø1.5 self-drill l4 tan 1u I/clip experienced a failure during a forehead lift procedure when the head of the screw broke off during insertion. The surgeon identified a quality issue with the implant and replaced it with another screw of the same model, completing the surgery. There was no consequence or impact to the patient, and no signs, symptoms, or patient involvement were observed. The broken screw was implanted and subsequently replaced, with the new implant left in place.